Event description:
This case was reported by a regulatory authority (medwatch program) and described the occurrence of neuropathy in a patient who received poligrip for dentures. Co-suspect medication included fixodent. Beginning in 2000, the patient started daily use of poligrip (dental) or fixodent (dental). The patient indicated that they would buy which ever one was on sale. At an unk time after starting poligrip and fixodent, the patient experienced tingling of toes and numbness of extremities. The patient was diagnosed with small fiber neuropathy in 2004. The regulatory authority reported that the events were disabling. Treatment with poligrip and fixodent was discontinued. At the time of reporting, the events were unresolved. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).